Event description:
During troubleshooting of a check final line that appeared on the homechoice (hc) display during prime, the home patient (hp) revealed that he had replaced the tubing set (cassette), but not the bags. The technical service representative (tsr) advised the hp to replace the setup and restart. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint was confirmed because the patient stated that they changed out the tubing set but not the solution bags. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. A cause was not determined.

Manufacturer narrative:
(B)(4) and a 510(k) number will not be provided in the emdr, because the product is unknown at this time.there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should additional information become available.